Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. A defective cable caused the unit to sparked and resulted in the reported power issues. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided and the investigation performed, the root cause of the reported event was traced to a defective right angle extension cable.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The customer called to report that their unit sparked, and would not power on. Troubleshooting included checking the power adapter. Patient said it started off as the unit abruptly shutting off with the adapter light still on, then the unit sparked. A replacement unit has been ordered.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.